Event description:
Additional information was reported that the patient had died. The cause of death was advanced parkinson's disease. The patient had trouble swallowing and eating and it got progressively worse. The patient chose not to have a feeding tube. The patient had a urinary tract infection about a week before he passed. The caller was able to turn off one internal neurostimulator (ins) but not the other ins. In (B)(6), an ins was replaced. About a month before replacement the patient had difficulty swallowing and lost therapeutic effect. The caller did not know when the ins depleted. Device information could not be obtained. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient saw a physician on (B)(6) 2012. At that time, both devices were dead (eol - end of life) and couldn't read them. It had been over a year since the devices were last checked, as the patient had not seen the physician for over one year. On (B)(6) the physician sent a referral to get the patient's batteries replaced, but not sure if this was ever done. At that time, the patient was in a nursing home and doing poorly. The patient's death had not been reported to the physician's office. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 748295 lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ extension product ID 748251 lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ extension product ID 7438 lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product typ programmer, patient product ID 3387-40 lot#, (B)(4) serial# implanted: 2005 (B)(6), explanted: product typ lead product ID 3387-40 lot#, (B)(4) serial#, implanted: 2005 (B)(6), explanted: product typ lead. Product ID 7426, serial # (B)(4), implanted 2009 (B)(6), explanted: product typ: neurostimulator. (B)(4).

Event description:
It was reported that the patient was having seizure activity. The patient was going to the emergency room for a CT scan. They did not bring the programmer to the ER. Additional reporting noted seizure-like symptoms. CT scan came back within normal limits. The patient was "admitted" to ER. There was no known accident or incident related to this issue. The patient had not been seen by managing health care professional since 2008. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2012-03014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the heath care professional (hcp) never had seen seizure symptoms with device. It was unknown if the symptoms were related to the device, therapy, or advancement of parkinsons disease as the seizure-like symptoms were observed in the ER setting. Hcp did not know cause of seizure-like symptoms or cause of patient death. No intervention was reported.